Manufacturer narrative:
The explanted components were returned to the MFR for evaluation. Visual examination was performed. Results of the evaluation determined that the component appeared not to have been fully inserted. No conclusion can be drawn from the results of the evaluation.

Event description:
Approximately four months post-implantation, the pt underwent revision surgery after developing a non-union and experiencing leg pain. During surgery, it was reported that a component of the construct was dislodged and the construct had migrated. The surgeon reported that the device was used in conjunction with supplemental fixation. The MFR of the supplemental fixation device is unk. According to the surgeon, the revision surgery was performed successfully and the pt has recovered without complications.